Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complainant reports that they "intentionally left kaltostat in the patients' body after a procedure for part removal of goiter (thyroid gland, neck area). The kaltostat rope was used for the haematoma." It was further reported that the patient is returning to the surgeon for a checkup in the next few weeks. It was noted, that the complainant was informed that kaltostat is a primary dressing and is not used internally as the kalrostat will be a foreign body. No patient harm was reported.